Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported he never had adequate pain relief from stimulator despite clinic follow ups stating patient had adequate coverage. It was noted the event was possibly related to the device or therapy and was not related to the implant procedure. It was noted the entire system was removed on (B)(6) 2018. It was noted the patient had resolved without sequelae on (B)(6) 2018. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that there was a discrepancy between what the patient told the hcp on (B)(6) 2018 and what they told other hcps at various visits; it was documented in the office notes that the patient received ¿good coverage¿ at multiple office visits. It was noted that the cause of the patient having inadequate pain relief was not determined. No further complications were reported/anticipated.